Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 22-apr-2024, it was reported that on 10-apr-2024, the patient experienced that the infusion set fell off during use. At the time of issue blood glucose was 200 mg/dl. Also, infusion set was in use for about 24 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.